Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The complaint device was received. The returned analysis confirmed the reported torn material and was due to the clip introducer (ci) caught on the clip frictional elements. The reported difficult to insert the ci over the clip was not confirmed as there was no issue with retracting and advancing the ci over the closed clip. The discrepancy between what was reported (difficult to insert ci over clip) and what was observed (no issue advancing or retracting ci over clip) is likely due to user technique. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the tear on the clip introducer. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). During device preparation of the first mitraclip, the clip got stuck on the clip introducer which resulted in a section of the clip introducer, a part of the blue section, detaching when the clip's frictional elements were caught on the clip introducer. This first mitraclip was not used in the patient. The procedure continued with a new mitraclip. Two mitraclips were implanted reducing mr grade to 1. No additional information was provided.